Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with altered mental status. The right atrial (ra) lead exhibited far field r-wave (ffrw) over-sensing possibly resulting in inappropriate anti-tachycardia pacing therapy. The ra lead remains in use. No further patient complications have been reported as a result of this event.